Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: the articulating lever was inflected 2 degrees and attached to the tissue. On 3rd time of squeezing, the handle felt heavy and broken sound was heard. The handle could be fully squeezed. It was found malformed stapling occurred from the tip to the middle of the staple line. When the device was checked, it was found that the jaws were slightly open. When the anvil was checked, a piece of metal was found 2cm from the anvil root. It might be a piece of the knife bar. The tissue was not too thick. The tissue was cut by (B)(4) additionally and another device was used to complete the procedure. Bleeding under 200cc occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).